Event description:
Reporter indicated that diagnostic testing on a vns pt resulted in high lead impedance. The pt reported that stimulation could not be perceived. No adverse events were reported. X-rays were taken and sent to the MFR for review. No obvious cause for the high impedance was found on the x-rays. Revision surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.